Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the universal battery charger device had a blinking blue light. It was reported that the event was not related to a surgical procedure. It was reported there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that after charging the batteries the blue power led light is blinking. The assignable root cause was determined to be due to normal wear and servicing over time. This issue has been captured in a CAPA which details the limited possibility that the chargers could stop charging the batteries during the charging procedure indicated by the blue light flashing on the charger. If additional information should become available, a supplemental medwatch report will be submitted accordingly.